Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined .a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
It was reported by a peritoneal dialysis (pd) patient contact that the liberty select cycler screen went blank in an unknown phase of pd treatment. When the cycler is turned on the buttons light up and then go off, but the screen never comes on. The patient contact pressed ok, stop, and touched the screen but the screen remained blank. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. Tech support replaced the cycler due to the blank screen and advised the patient contact to discontinue use of this cycler and to contact the pd registered nurse (rn) to inform of replacement. In a follow up, a patient contact verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to receive a manual treatment in place of the missing cycler. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.